Event description:
A nurse reported suction was lost during the irrigation/aspiration mode of a cataract extraction procedure. Following a 10 minute delay, the unit was switched out and the procedure was continued. There was no patient impact reported.

Manufacturer narrative:
The company representative examined the system and reseated the footswitch pcb (printed circuit board) cables. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this even. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).